Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-12447. It was reported the patient had a mini stroke and in turned had a CT scan performed. Reportedly, the patient controlled displayed an error message while attempting to set their ipg into MRI mode. Troubleshooting was attempted to no avail. Diagnostic testing identified high impedance values on contact #9. As a result, surgical intervention was undertaken on (B)(6) 2018 where the entire system was replaced with a new one thus resolving the issue.

Event description:
Device 2 of 2 . Reference MFR. Report #: 1627487-2018-12447. Additional meaningful data received indicated that therapy was restored post-operatively.